Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation, temperature and impedance test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. A temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The reddish material inside the pebax could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. It was initially reported by the customer that ten minutes later from the catheter connection and at the time of the starting of right pulmonary vein (rpv) ablation a temperature sensor error occurred. When the qdot micro catheter was connected, there was no problem in temperature displayed at the time of being in the room and in the patient¿s body. There was no error code. Once the ablation started, upper limit alarm for temperature occurred so that the ablation stopped. This issue was observed two ablations in a row. The issue was not improved by re-connecting the cable nor by replacing the cable but was improved by replacing the catheter with another new one. The procedure was continued. The procedure was completed without patient's consequence. The generator was in temperature control mode. Temperature cut off: 55, impedance cut off: 250o. The ablation never continued beyond the cut-off value. The customer's reported high temperature issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 21-apr-2025, the bwi pal revealed that a visual inspection of the returned device found a reddish material inside the pebax and a separation between the pebax and electrode section. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.